Event description:
Boston scientific received information that this patient stated, she was hospitalized recently and shortly after she apparently had her device checked. The patient stated that device was checked by a boston scientific representative who stated that the device was functioning appropriately. The patient then complained of feeling faint and a having a decreased heart rate in the 50 bpm range. Over three years later, the patient complained of fainting multiple times over the past two years which resulted in fracturing her back, spraining her ankle and hurting her knees. She stated, the device has been tested and normal function has been confirmed. However, no one has ever checked her device right after she faints and no one can tell her why she keeps fainting. Due to her severe back pain, her physician is recommending a medical resonance imaging (MRI) be performed and she was inquiring about this procedure. The patient was informed that this is not recommended with this device. No adverse patient effects were reported.

Manufacturer narrative:
The system remains active and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was subsequently explanted and returned for routine testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.